Manufacturer narrative:
As reported by the legal brief, approximately 5 weeks after an optease ivc filter was implanted, the filter was found to have embedded making retrieval impossible. The following additional information received per the patient profile form indicates that patient underwent an attempt to remove the filter percutaneously and the attempt was unsuccessful. According to the medical record, there was no evidence of thrombus on the venogram taken during the removal procedure. There were also no complications during the removal procedure and the patient was in stable condition. Approximately four years and five months post implantation, the patient expired. The immediate cause of death on the death certificate was listed as cardiopulmonary arrest. The conditions stated leading to the cause of death was squamous cell carcinoma of the esophagus. It is also stated on the certificate that tobacco use contributed to the death. Originally prior to the filter implantation, the patient had a history of alcoholic cirrhosis which was complicated by esophageal varices and thrombocytopenia. The patient was therefore referred to have the filter implanted preoperatively to a right hip replacement surgery for prophylaxis. The optease filter was placed with the tip just below the enal veins. There were no reported complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The reported ¿filter embedded¿, could not be confirmed and could not be further clarified at this time. The optease vena cava filter is indicated for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films to review, the reported allegation of the filter embedded could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00310 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, approximately 5 weeks after an optease ivc filter was implanted, the filter was found to have embedded making retrieval impossible. The following additional information received per the patient profile form indicates that patient underwent an attempt to remove the filter percutaneously and the attempt was unsuccessful. According to the medical record, there was no evidence of thrombus on the venogram taken during the removal procedure. There were also no complications during the removal procedure and the patient was in stable condition. Approximately four years and five months post implantation, the patient expired. The immediate cause of death on the death certificate was listed as cardiopulmonary arrest. The conditions stated leading to the cause of death was squamous cell carcinoma of the esophagus. It is also stated on the certificate that tobacco use contributed to the death. Originally prior to the filter implantation, the patient had a history of alcoholic cirrhosis which was complicated by esophageal varices and thrombocytopenia. The patient was therefore referred to have the filter implanted preoperatively to a right hip replacement surgery for prophylaxis. The optease filter was placed with the tip just below the enal veins. There were no reported complications.